Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to connect the pump to the mobile, which was not rectified even after a diagnostic log was completed and sent to care-link. Troubleshooting was performed. No harm requiring medical intervention was reported. As this is a mobile device, product return is not expected.

Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on google pixel 6 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. According to information provided by the helpline, it is most likely that the both pairing prompts were not confirmed in time for the pairing process to begin. To assist with the resolution of the issue, the helpline team provided the patient with the following troubleshooting steps to ensure that it is addressed effectively: 1. Deleted the pump from bluetooth paired devices and deleted mobile device from the pump. 2. Cleared bluetooth cache and data. 3. Deleted minimed mobile app. 4. Reset network settings - call disconnected outbound call was placed to customer. 5. Phone had not rebooted with reset - rebooted phone - outbound call placed to customer. 6. Reinstalled minimed mobile app. Before the diagnostic logs were uploaded, the helpline has provided us with feedback and has confirmed the issue has been successfully resolved thanks to provided troubleshooting steps. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer unable to pair mobile app and pump, minimed mobile 2.1.0, google pixel 7a, android 13 "an attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on google pixel 6 (android 13) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. According to information provided by the helpline, it is most likely that the both pairing prompts were not confirmed in time for the pairing process to begin. To assist with the resolution of the issue, the helpline team provided the patient with the following troubleshooting steps to ensure that it is addressed effectively: 1. Deleted the pump from bluetooth paired devices and deleted mobile device from the pump. 2. Cleared bluetooth cache and data. 3. Deleted minimed mobile app. 4. Reset network settings - call disconnected outbound call was placed to customer. 5. Phone had not rebooted with reset - rebooted phone - outbound call placed to customer. 6. Reinstalled minimed mobile app. Before the diagnostic logs were uploaded, the helpline has provided us with feedback and has confirmed the issue has been successfully resolved thanks to provided troubleshooting steps. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.